Event description:
It was reported that the patient presented at the emergency room, symptomatic of heart failure. Upon interrogation, it was noted that the right ventricular lead(rv lead) exhibited noise oversensing causing inappropriate anti-tachycardia pacing. During replacement procedure, it was noted that the rv lead was fractured and exhibited insulation damage. The reported lead was explanted and replaced on (B)(6) 2022. There were no patient consequences.